Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. This programmer displayed a printer error message indicating printer head over heat as soon as the paper was loaded. External visual showed no signs of physical abuse or signs of drop damage. All damaged components were replaced. The programmer passed all incoming tests.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no patient involvement.